Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the patient adverse event. Additionally, there is no allegation of a device malfunction or a cycler set leak or defect reported for this event. The patient¿s pdrn stated the suspected cause of the peritonitis is diarrhea. The culture result of klebsiella pneumoniae supports that statement as this organism is often found in human stool and intestines. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient was out of the hospital and using medicated bags. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the clinic on (B)(6) 2019 with complaints of abdominal pain, fever (no value provided), chills, tremors and pd effluent with large amounts of fibrin. The patient was instructed to go to the hospital where they were admitted with a diagnosis of peritonitis. The pd effluent culture grew positive for gram negative klebsiella pneumoniae. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 125mg/1l of fluid, daily for 4 weeks. During the hospitalization the patient was additionally diagnosed with a urinary tract infection (uti). The uti was not related to pd therapy or the peritonitis. The patient was discharged on (B)(6) 2019. The cause of the peritonitis has been attributed to the patient¿s chronic diarrhea. The diarrhea had previously been under control until recently when the patient moved to a new city. The diarrhea was at its worst just prior to the peritonitis diagnosis. The diarrhea is now controlled with medication (route, type, dose, frequency and duration unknown). The patient continues to recover with antibiotic therapy and continues to utilize the liberty select cycler. There were no reports of a breach in aseptic technique or any issues with the liberty select cycler or cycler set related to this peritonitis event.